Event description:
It was reported via a phone message from the biomed department on (B)(6) 2013 that the field service representative recommended that biomed call complaint management to report an intra-aortic balloon (iab) issue. During the follow up call the biomed stated that on (B)(6) 2013 there was an iab issue with blood being observed in the line. There was no harm or injury to the pt. There is no more info available from the biomed department.

Manufacturer narrative:
(B)(4).